Event description:
It was reported that during a colonoscopy, one of the wires of the colonovideoscope snapped, resulting in a procedural delay of greater than 30 minutes, with patient under sedation. The procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. This report has been submitted by the importer under this MDR report number 2429304-2025-00053. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00053. This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: h2 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the customer's complaint was confirmed. Based on the investigation, the definitive root cause could not be determined. The most probable cause of the complaint is: cause traced to component failure: the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
The reported procedural delay of greater than 30 minutes does not classify as a serious injury as there was no information from the customer that the patient experienced harm.